Manufacturer narrative:
G4: 09feb2021. B4: 09feb2021. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 01dec2020.

Event description:
It was reported that the ventilator had a dim display. The customer reported that the unit was initially sent to the biomedical engineer room for an error code indicating check vent: blower temperature high, the biomedical engineer found that the filter was clogged and replaced the filter to addressed the error code. There was no patient involvement. The biomedical engineer troubleshoot with technical support and reported that during service the display was dim and the navigation ring was not working. The customer was provided with part number for the user interface assembly.